Event description:
As reported by our (B)(6) affiliate, after successful implant of a 23mm sapien 3 valve in the aortic position by transfemoral approach, mild paravalvular leak (pvl) was noted on echo one day post-procedure. During post-operative care, the patient's diastolic blood pressure (bp) was very low, and a diastolic murmur was noted. A decision was made to repeat the echo evaluation and perform re-dilatation the following day. The re-dilation procedure was completed successfully and slight improvement in patient's bp and pvl. The final outcome revealed that the patient's bp recovered and was left with mild pvl. Per medical opinion, the root cause of the event might be the annulus and lvot calcification.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remolding. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate that per report, calcification of the annulus and lvot contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information indicates that per medical opinion, the root cause of the event was annulus and lvot calcification. Imagery for the event was returned and CT/echo imagery was evaluated. The delivery system was able to expand valve without any apparent issues upon initial expansion. When deflating the balloon, it could be seen that a waist seems to remain on the expanded valve. The commander delivery system with s3/s3u IFU as well as the procedural training manual were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The pvl was unable to be confirmed due to lack of imagery. The evaluation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Per case notes provided, it was a medical opinion that the patients annulus and pre-existing lvot calcification are what lead to the reported paravalvular leakage (pvl). After the post-dilation it was reported that the patient still retained mild pvl. It is possible that the calcification burden present on the annulus and lvot could have further hindered the ability of the valve to form a proper seal on the annulus. This could be seen in the returned imagery where a residual waist remained on the deployed valve. Available information suggests that patient factors (calcification) may have contributed to the event. However, a definitive root cause was unable to be determined at this time.